Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va37fmk serial# implanted: (B)(6) 2025 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va37fmk, ubd: 29-apr-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they fell yesterday and hit their left hip not on the incision where the battery was but to the side of it. The patient stated they were not anymore terribly sore than they were before but they were still having leakage. The patient mentioned that they went to the home health nurse the other day and they changed the program from program 1 to program 2 because they had been having a lot of pain and they were finally able to feel tingling, not pain. The patient also stated that since they fell, it seems like they can't get to the bathroom. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient mentioned that on tuesday they need to go for their post operative appointment and they need to take an x-ray so the doctor can see that everything was ok. The patient reported urinary symptoms. Additional information was received from the patient. The patient stated that they were falling last wednesday and knocking two of the leads loose. The patient stated they went to the doctor on monday, had an x-ray, and were told that two of the leads were loose. The patient also mentioned they currently have a cold and bronchitis, making things more difficult at the moment. They plan to wait one month to see how things progress and will return to their healthcare provider (hcp) in one month. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va37fmk implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. As resolution for the leads coming loose, on (B)(6) 2026, the patient had the surgery redone. The issue was resolved. They stated hopefully when they heal from the second surgery.